Event description:
It was reported that a technician (assistant radiographic practitioner) was injured after hitting a display monitor with her head. The cut was about 2-3mm in length and required medical intervention (surgical glue). Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.

Manufacturer narrative:
Pt's weight was not provided.